Manufacturer narrative:
(B)(4).

Event description:
It was reported via stelobot that a detached or missing sensor wire occurred. The biosensor was inserted into the customer¿s arm on approximately (B)(6) 2025, after the area was prepped with alcohol. A few days after insertion on (B)(6) 2025, the sensor began providing inaccurate readings below 70 mg/dl, although the customer reported no symptoms of hypoglycemia. He also noted that the adhesive was difficult to remove. Upon removing the sensor, he experienced mild soreness, which he attributed to having ¿a lack of fat¿ on his arm. He observed a small mass at the site, approximately the size of a dime. Two days later, he contacted his healthcare provider (hcp) for evaluation. At the hcp visit on (B)(6) 2025, both the soreness and the lump were decreasing. Diagnostic ultrasound imaging revealed a retained sensor wire in the skin. The hcp attempted removal via a small incision but was unable to locate the wire. On (B)(6) 2025, the customer presented to the emergency room with worsening inflammation, redness, and pain at the surgical site, with erythema extending down the arm. Upon arrival, an abscess at the site ruptured spontaneously. The area was debrided, and drainage was collected for culture. No sensor wire was visualized on diagnostic imaging. He was admitted overnight and received three doses of IV vancomycin as well as an additional IV antibiotic (name not recalled). He was discharged the following day with prescriptions for oral doxycycline and augmentin (amoxicillin/clavulanate) for one week, along with instructions to change the dressing every 12 hours. Several days later, culture results returned positive for mrsa. The customer completed the antibiotic course on (B)(6) 2025. During a follow-up call with medical safety on (B)(6) 2025, he reported significant improvement. The site was healing, swelling had decreased substantially, drainage was minimal, and he had reduced dressing changes to once daily. A follow-up appointment with his hcp was scheduled for later that week. No additional customer or event details were provided. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported via stelobot that a detached or missing sensor wire occurred. The biosensor was inserted into the customer¿s arm on approximately (B)(6) 2025 after the area was prepped with alcohol. A few days after insertion, the sensor began providing inaccurate readings below 70 mg/dl, although the customer reported no symptoms of hypoglycemia. He also noted that the adhesive was difficult to remove. Upon removing the sensor, he experienced mild soreness, which he attributed to having ¿a lack of fat¿ on his arm. He observed a small mass at the site, approximately the size of a dime. Two days later, he contacted his healthcare provider (hcp) for evaluation. At the hcp visit on (B)(6) 2025, both the soreness and the lump were decreasing. Diagnostic ultrasound imaging revealed a retained sensor wire in the skin. The hcp attempted removal via a small incision but was unable to locate the wire. On (B)(6) 2025, the customer presented to the emergency room with worsening inflammation, redness, and pain at the surgical site, with erythema extending down the arm. Upon arrival, an abscess at the site ruptured spontaneously. The area was debrided, and drainage was collected for culture. No sensor wire was visualized on diagnostic imaging. He was admitted overnight and received three doses of IV vancomycin as well as an additional IV antibiotic (name not recalled). He was discharged the following day with prescriptions for oral doxycycline and augmentin (amoxicillin/clavulanate) for one week, along with instructions to change the dressing every 12 hours. Several days later, culture results returned positive for mrsa. The customer completed the antibiotic course on (B)(6) 2025. During a follow-up call with medical safety on (B)(6) 2025, he reported significant improvement. The site was healing, swelling had decreased substantially, drainage was minimal, and he had reduced dressing changes to once daily. A follow-up appointment with his hcp was scheduled for later that week. No additional customer or event details were provided. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.